Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens in pt's left eye on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vault associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. Pt's last visit on (B)(6) 2012, ucva was 20/20.